Event description:
It was reported that patient's right ventricular lead did not detect r-waves post-routine device generator change check. No intervention was performed. There were no patient consequences.